Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code, and no notable events occurred before alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction alarm occurred again, which customer understood and acknowledged.